Manufacturer narrative:
Clarification b3 (date of event): infection developed 3 weeks post surgery. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported right side infection. Later healthcare professional reported "infection developed 3 weeks post surgery", "imf incision opened and started draining" "staphylococcus aureus pan sensitive". Device was explanted. Infection resolved after explantation - 7 days post explant. The device has been discarded.